Event description:
This report is to bring to attention the design of drug selection when programing the bd carefusion alaris infusion pumps, how accessible and how easy it is to select and program the pump in basic infusion that provides no safety protections against errors while creating high risk for manual errors. First selection screen lists 3 choices: guardrails drugs, guardrails fluids, and basic infusion. This design makes it easy to select and naming " basic" often gets confused with basic IV/saline infusion. Having the selection of the main screen, as one of only 3 choices, makes it easy and fast to program infusion in basic mode (just enter rate and volume), without any alerts, limits, information about medication infusing. It is even easier than programing correctly using guardrails library. We understand that the need for quick infusion for emergency purposes is beneficial,but the design, ease of access and naming , make it really easy to abuse and incorrectly use this option. Also when this option is used to program, not only it does not provide safety limits and alerts, it also provides no history of infusion, as it does not have drug name programed, and makes it incompatible with interoperability.